Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited high impedance. It was noted that a sudden jump like this across all impedance checks may suggest that there are lead fractures or that there may be something causing a short in the header such as the pins not being in all the way or loose set screws. Further information was requested however, was not provided.